Event description:
The customer received questionable gamma-glutamyltransferase (gt) and hdl-cholesterol results for one patient sample. The initial gt result was "below 3" u/l and the repeat result was 22 (21.9) u/l. The initial hdl result was 0.08 mmol/l and the repeat result was 1.7 mmol/l. The initial results were reported outside the laboratory, the patient was not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided. The customer found fibrin or gel in the sample which clogged the sample probe. The customer changed the sample probe and checked the gearhead pump pressure which was ok.

Manufacturer narrative:
This event occured in (B)(6).